Event description:
The customer reported that while in use, the wire under the insulation sleeve became exposed.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.